Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: suture mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: arterial thrombosis, occlusion, surgical repair. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy of the common femoral artery after an interventional procedure. Reportedly, after arteriotomy closure, a pulse was not felt in the leg. Exploratory surgery identified thrombosis and revealed that the suture was "positioned through the posterior wall of the artery" causing the vessel to occlude. The artery was surgically repaired and a goretex prosthesis was implanted. Hospitalization was extended. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.